Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found the sensor wire misisng from the housing puck. Due to the sensor wire not provided with the returned sensor applicator, the reported event could not be confirmed. Due to the separation of the sensor wire, the sensor is considered to be detached. Additionally, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide: do not remove the transmitter from the sensor pod while the pod is attached to your skin.